Event description:
Additional information received indicated that there was not specific reason for loss of effect. The device was sent in because the patient wanted it returned. The patient had the device removed due to insignificant symptom relief.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found.

Event description:
It was reported, the patient had a loss of therapeutic effect. The patient switched to another program but no diagnostic testing or troubleshooting was performed. The patient had less than 50 percent therapy relief. The patient was trying to find a program that worked for them. The patient could feel stimulation but felt that if they weren¿t close to the bathroom they may not make it to the bathroom in time. It was reported that the patient had their implantable neurostimulator (ins) explanted on 2014 (B)(6). The patient had it explanted because it was not providing the therapy they expected. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0fq0m, implanted: 2014 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.